Manufacturer narrative:
H6, component code: added codes 515 "stent" and 4755 "part/component/sub-assembly term not applicable".

Manufacturer narrative:
D4: provided device specific information. G1 manufacturing site name and address: updated information. Correct manufacturer registration number is (B)(4). H4: provided device manufacture date. H6: code 213 - the review of the manufacturing records verified that the lots involved in this event met all pre-release specifications. The following additional devices were involved in this event: gore® excluder® contralateral leg component pxc141400/13734400, UDI: (B)(4). Gore® excluder® contralateral leg component pxc141000/13736179 UDI: (B)(4). Gore® excluder® iliac extender component pxl161407 / 13611429 UDI: (B)(4).

Event description:
On (B)(6) 2015 this patient underwent an endovascular procedure and was treated with gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. Follow-up computed tomography angiography (cta) imaging performed on (B)(6) 2019 and on july 15, 2020 revealed an aneurysm diameter growth from 69mm x 75mm to 76mm x 81mm. Follow-up angiogram imaging and four-dimensional magnetic resonance imaging done on (B)(6) 2020 were not able to identify the source of the aneurysm enlargement. A small endoleak however was observed but it was not possible to determine its origin. It is reportedly believed that there might be a type ii or a type iii endoleak that is difficult to clarify. On (B)(6) 2021 and since the patient was not deemed suitable for an endovascular repair, open surgery was performed and the gore® excluder® aaa endoprostheses were explanted due to sac expansion. The patient tolerated the procedure.